Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 47 mg/dl. The low was treated with three glucose tablets, and bg later returned to range. The event occurred after the user inadvertently made multiple meal announcements due to memory issues. No symptoms were reported, and no medical intervention was required.